Event description:
During the procedure (right elbow open repair of lateral ulnar collateral ligament and right elbow ulnar collateral ligament reconstruction with palmaris longus autograft with internal brace) a small metallic fragment of anchor insertion device imbedded into the ulna at the sublime tubercle. Foreign body unable to be removed without causing patient harm or injury, therefore, it was intentionally retained.